Event description:
It was reported that the fast-fix 360 had a simultaneous deployment of both ts. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, simultaneous deployment was not confirmed. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.